Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve was deployed too deep, resulting in paravalvular leak (pvl) of unspecified severity. Subsequently a second valve was implanted valve-in-valve. Additional information was received that the implant depth of the valve was not intended as the anticipated depth of implant was 3-5 millimeters (mm); however, the actual depth of implant was 10 mm. The severity of the pvl was moderate.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-26-us, serial/lot #: (B)(6), ubd: 20-jun-2027, UDI#: (B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve was deployed too deep, resulting in paravalvular leak (pvl) of unspecified severity. Subsequently a second valve was implanted valve-in-valve.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not available; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. One fluoroscopic media file and two still images were available for review. Fluoroscopic valve load inspection was not available; therefore, appropriate valve loading could not be confirmed. It was reported that the first valve was deployed too deep; however, due to the absence of contrast, valve depth could not be evaluated. A second valve was subsequently implanted within the first valve. As no additional imaging was available for review, a comprehensive analysis could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.